Event description:
During coronary drug eluting stenting treatment procedure, balloon removal difficulty and a dissection occurred. The calcified lesion, located in the lad, was predilated with a 2.75x15mm maverick balloon at 14 atm's for 45 seconds. The taxus express2 2.75x16 mm drug eluting stent was inserted and would not cross the lesion. The stent was removed and the lesion was again predilated with a 2.5x15mm maverick balloon four times to 4 atm's for 10 seconds, 5 atm's for 5 seconds, 20 atm's for 1 minute and 10 atm's for 10 seconds. The taxus 2.75x16mm stent was then reinserted and deployed in the lad @ 18 atm's for 55 seconds. After the balloon was deflated the physician attempted to remove it and encountered resistance. The physician was able to remove the balloon by forcefully pulling on the catheter. The balloon catheter had stretched out to twice the normal length before releasing from the stent. The stent was then post dilated with a quantum 2.5x8mm balloon four times @ 22 atm's for 33 seconds, 20 seconds, 28 seconds and 27 seconds. The balloon was removed and a moderate dissection was noticed in the lad to the left main. A 5 fr. 10 cm obturator was inserted to treat the dissection. No pt complications were reported. Pt status was reported to be satisfactory.